Event description:
During servicing of monitor (B)(4) for an unrelated problem, a reportable product problem was discovered. The monitor would not power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has not yet been completed. The reported problem (won't power up) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.